Event description:
Healthcare professional reported shortly after injection with unspecified juvederm voluma in the cheeks, the patient developed severe burning and pain in the eye. Treatment prescribed included "numbing eye drops and a steroid"; treatment provided initial relief but the pain has come back.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "severe burning and pain in the eye" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.